Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had an "issue" which suspended insulin delivery. Blood glucose level was 279 mg/dl. Reportedly, the customer used manual injections for insulin delivery. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.